Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient's device would not charge and was no longer functioning. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient's device would not charge and was no longer functioning. The patient will undergo a revision procedure wherein the ipg will be replaced.